Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. Visual exam of the photo revealed the device was broken, thus the complaint is confirmed. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the device was broken at the point of connection to the anaesthetic circuit. Issue was discovered prior to use. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the airway tube was yellow due to multiple uses. It was also noticed there was crazing on the connector. The connector was attached to the airway tube and no issues were detected. The connector was not broken as reported in the complaint. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the report of broken connector could not be confirmed. A longer holding time or a non-compatible detergent in an autoclaving cycle, with high autoclaving temperature or add on reprocessing/washing/brushing measures on the device before each re-use could have accelerated the crazing of the connector.

Event description:
Customer reported the device was broken at the point of connection to the anaesthetic circuit. Issue was discovered prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device was broken at the point of connection to the anaesthetic circuit. Issue was discovered prior to use. No patient involvement reported.